Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation.   A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 1 year since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be determined. However, it is likely that "not turning on" event occurred due to power unit failure. Olympus will continue to monitor field performance for this device.

Event description:
It was reported, the video system control center failed to activate during routine inspection of the device. There were no reports of patient involvement.

Manufacturer narrative:
The device was returned and the evaluation found the power supply unit was likely defective. Should additional relevant information become available, a supplemental report will be submitted.